Event description:
Physician inserted astigmatism correction lens in patient's eye. Upon noting placement, physician noted one haptic had broken off. In attempting to remove lens, according to physician, the lens fragmented and had to be removed in places. No residual injury to patient.